Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated that they can't adjust stimulation and that they have a headache. Tss called patient but got voicemail. Patient called back and stated that in group a, they can't increase stimulation, that they got "therapy increase not available". Patient can't get beyond 2ma, they didn't report any fall/trauma or accidently recently. Patient did report that they used to be able to move their head right and left to feel stimulation, but now they can't. Neurostimulator was implanted (B)(6) 2025, lead are supposedly in the brain for pain, per patient. Patient was able to increase stimulation in group b and c, but those don't help them as much. Technical services(ts), redirected patient to hcp for further diagnostics. Patient said they saw their doctor 2 weeks ago and the system was fine at the time. Patient won't have another ap pointment with hcp until sept. Ts updated call note with event date and hcp information after being able to speak with patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated they were reprogrammed and the issue was resolved for now, but they will address the issue again when they meet with their hcp for an appointment on (B)(6).